Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a missing fill port cap. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was manufactured january 15, 2016 ¿ january 16, 2016. The device was received for evaluation out of its original package. Visual inspection revealed that the fill port cap was missing. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.